Event description:
Portion of sheath cannula broke off prior to exchange of 9 fr sheath. Attempts were made to retrieve translucent piece using a snare during procedure. Kit microintroducer l7 cm max coax stiffen gw echogenic ndl, lot # 0001309155, doe (B)(6) 2028; kit microintroducer l7 cm max coax stiffen gw echogenic ndl, lot #5860435, doe (B)(6) 2028. Could be either of these.